Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the air bubble detector generated a continuous alarm. The user reported, the alarm could not be reset and had to be removed from the system in order to stop the alarming. The procedure was performed w/o the use of the air bubble detector. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.